Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to FDA as the complaint was received via medwatch. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. Populated +1(000)000-0000 to ensure successful electronic submission of MDR. Customer reported issues with three different sensors. All three sensor serial numbers are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported an allergic skin reaction while wearing the adc freestyle libre sensor. The customer declared "recently when I put on new sensor, I got a rash and allergic on my skin, lot of itching and when removed there was a blistering. I tried 3 sensors and all of them did the same". The customer mentioned feeling pain. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.